Event description:
The account alleges that when the hi/low is raised, the head up engages as well, resulting in unintentional movement.

Manufacturer narrative:
The account installed the valve plunger, incorrectly. The technician explained the proper method of installation. The account installed the plunger correctly, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.